Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the pump was replaced on (B)(6)2018. The patient was fine at the time of the report. The pump was going to be returned to the manufacturer for analysis. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving fentanyl (149.66 mcg/day at 123 mcg/ml) and clonidine (59.96 mcg/day at 307 mcg/ml) via an implantable infusion pump for non-malignant pain. It was reported that the pump was alarming or beeping. A two-toned critical alarm was heard, which started at 5:15am on (B)(6) 2018 and woke the patient out of his sleep. It was further reported by a healthcare provider (hcp) that the patient was in pain and was hearing the critical pump alarm every 20 minutes. The patient was not scheduled for a refill until (B)(6) 2018. A sudden change in therapy/symptoms was reported. Additional information was received from a device manufacturer representative. A motor stall was seen at initial interrogation. The hcp read the pump logs, which showed a motor stall on (B)(6) 2018 at 6:19am and stall recovery on (B)(6) 2018 at 12:42. The patient did not recently have an MRI. No further complications were reported.

Manufacturer narrative:
The pump was returned, and analysis found corrosion and-or wear and-or lubrication and stall due to shaft-bearing. If information is provided in the future, a supplemental report will be issued.